Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: female pelvic med reconstr surg. 2013; 19: 84 89. Doi: 10.1097/spv.0b013e31827de6de. [(B)(4)].

Event description:
It was reported via journal article: "title : transvaginal mesh surgery for pelvic organ prolapse:one-year outcome analysis". Author: salil khandwala, md. Citation: female pelvic med reconstr surg. 2013; 19: 84 89. Doi: 10.1097/spv.0b013e31827de6de. The aim of the study was to assess the role of prolift + m (pp-pg) vaginal mesh (ethicon) surgery to correct uterovaginal prolapse not only from an anatomic but also a subjective (patient¿s) standpoint. A prospective cohort of 157 subjects (age range: 34 to 89 years old; bmi: 28.5 ± 4.8) treated with transvaginal mesh for pelvic organ prolapse between april 2009 and november 2010 were analyzed. The prolift + m vaginal mesh (ethicon) procedure was performed as per the instruction for use by the manufacturer. In the uterus, the mesh was divided into 2 parts, with the central portion being attached to the front and back of the cervix respectively. Reported complications included mesh exposure (n-3) which required excision in the operating room (n-1) and the 2 patients were managed expectantly, de novo stress urinary incontinence (n-11) which does not required pharmacologic or surgical intervention, de novo urge urinary incontinence (n-15) which does not required pharmacologic or surgical intervention, and recurrent urinary tract infection (n-3) which required post-operative cystoscopies and showed normal results and did not show any evidence of mesh erosion into the bladder. This prospective cohort study provides evidence that the pp-pg transvaginal mesh procedure results in improvement in both function and anatomy at 1 year in subjects with pelvic organ prolapse. This study suggests that the pp-pg transvaginal mesh surgery is a safe and effective procedure for the management of vaginal wall prolapse.